Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and infection from a sensor that was in the arm. Customer's current blood glucose value was unknown at the time of incident. Troubleshooting was performed. The customer had sensor that was hit on the door and had a problem on arm and then got cellulitis bad infection. The customer was in the hospital for 17 plus days. The blood glucose value when admitted to hospital was unknown. The customer complained about cellulitis. The customer was wearing the pump at time of hospitalization. The product was not returned for analysis.

Manufacturer narrative:
Added concomitant.